Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The doctor also sutured down the replacement ipg to help it remain stable in the pocket.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is tilted in the pocket. In turn, the patient's ipg has been unable to successfully communicate with their external devices. As a result, the patient will undergo a CT scan and surgical intervention.